Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had a symptom of discomfort, pain, edema, inflammation and swelling. There was no additional adverse patient effects were reported. This lead was explanted.